Manufacturer narrative:
(B)(4).the device was returned for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional flow rate testing found the device to have a flow rate which was within specification. The evaluation did not confirm the reported problem. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor did not completely infuse. This occurred during a patient infusion of fluorouracil. The reporter stated that there was 30 ml remaining at the end of the infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.